Event description:
New information received indicates that the helix of the ra lead had failed to extend.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix noted retracted and clogged with blood/ tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead had failed to retract. The lead was not used, and a new lead was implanted. The patient was in stable condition.